Event description:
The site reported that they had a case in which they were unable to get the patient registered and kept getting messages from the system that stated "some of the registration points you have acquired are mismatched with points previously marked in the planning phase. Please verify that the points have been acquired correctly, and re-acquire all points if possible". However even after trying several times, the CT-to-body divergence was greater that 10mm. Our labeling states; "CT-to-body divergence values in excess of 10mm can affect the accuracy of the system potentially resulting in tissue irritation and possible injury to the bronchial airways". Therefore, they could not continue the case with the superdimension system. The patient was under general anesthesia. There was no harm or injury to the patient reported.

Manufacturer narrative:
On (B)(6)-2011, a site visit was performed. An accuracy test, system interference test and functional test were performed and all tests passed. A case was observed and the case was performed successfully with no issues. Our clinical specialist gave some general guidance and reminders on the software and system use. On (B)(6)-2011, the physician contacted superdimension and informed us that he had performed another case and had the results he had expected and thanked us for the support visit. Note: we were not aware of this case until the physician answered the questionnaire on (B)(6)-2011 for a previous case. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.